Manufacturer narrative:
This report is submitted on july 12, 2024.

Event description:
Per the clinic, the patient was hospitalized overnight for an infection at the implant site and was treated with IV antibiotics on (B)(6) 2024. The device was explanted on (B)(6) 2024 and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report.